Event description:
The user facility reported that during a patient procedure, the snare to their exacto cold snare was stuck on the patient's tissue. The user facility did not disclose whether additional medical treatment was required. No report of injury.

Manufacturer narrative:
The investigation of the reported event is in process. The device is being returned for evaluation. A follow-up report will be submitted when additional information becomes available.